Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: it is unknown if the drain was replaced or if the drain was merely milked. It is known that the patient did not experience any adverse consequence. Excess powder was not irrigated during initial procedure. The healthcare user is a prior arista user. No additional information is available.

Event description:
It was reported that the patient underwent a mastectomy procedure and absorbable hemostat was used. The patient's drain clogged was post-operatively. The drains had to be removed and replaced. There was no known patient consequences that were reported at the time. Additional information was requested.